Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an accumax 365 laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2014. According to the complainant, upon unpacking, the tip of the laser fiber broke off. There was no visible damage noted on its packaging. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.0 mm and appeared unused. The fiber body broke 3.5 cm from the tip and is attached by a small section of blue outer jacketing. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an accumax 365 laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2014. According to the complainant, upon unpacking, the tip of the laser fiber broke off. There was no visible damage noted on its packaging. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of fiber tip detached. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.